Event description:
It was reported that one day post device change, patient received an alert for upper limit shock impedance. The patient presented to the clinic and high hv lead impedance was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.